Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring alerted for low pacing impedances of less than 150 ohms. In office follow-ups gave normal values. Reviewing home monitoring showed out of range impedances on multiple occasions in (B)(6) 2019 as well as noise on the (B)(6) 2019 iegm. The lead will be monitored.